Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical display and integration system and was unable to duplicate the reported event. Both the surgical display and integration system were found to be operating according to specifications and were returned to service; no repairs were required. No additional issues have been reported.

Event description:
The user facility reported that their vivid image 4k surgical display used with the hexavue integration system "glitched twice during surgical case but would come back up." The procedure was completed successfully. No report of injury or procedure delay.